Event description:
Pt. Was connected to ventilator with vitals monitored. Pt's ventilator started to alarm that expiratory flow sensor was failing. Disconnected and replaced parts, stopped alarming for a little while but then continued to.